Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the customer tested random samples for uncontrolled flow. The top occluding finger was engaged, and uncontrolled flow occurs at multiple angles of rotation. Although requested, no further information has been received.

Manufacturer narrative:
The customer¿s report of uncontrolled flow was confirmed. Visual inspection of the set. No other anomalies were observed. Functional testing of the tubing set showed signs of free flow after reloading the set at various angles and closing the pump module¿s door. Measurement analysis confirmed that the silicone segment tubing¿s outside diameter (od), inside diameter (ID), concentricity, and wall thickness (max/min) were not within specification. The root cause of the uncontrolled flow was non-uniform wall thickness of the silicone segment component leading to non-uniform tubing collapse. This, along with orientation of the wall thickness uniformity while the set is loaded in a pump module, can contribute to a failure to fully occlude the line.

Event description:
It was reported that the customer tested random samples of tubing for uncontrolled flow. The tubing sets were loaded into a calibrated pump module and observed for uncontrolled flow while the pump was in than idle state. The technologist reported that the top occluding finger was engaged, and the uncontrolled flow occurred at multiple angles of rotation. There was no patient involvement. Although requested, no further information has been received.